Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increased in the pacing impedances and threshold. All values were within normal limits. Boston scientific technical services (ts) recommended reprogram options. Additional information was received which indicated that, there were no significant changes in status for this rv lead. There was still a linear rise without excursions for the rv impedance with no out of range measurements. The threshold was also stable, there are no noisy signals and no signs of conductor damage. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the impedances are still risen but is still under normal limits. The technical services (ts) discussed troubleshooting options and recommendations. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and replaced. During laser extraction the rv lead fracture due to calcium, causing high thresholds. No additional adverse patient effects were reported.